Event description:
Reportedly, when firing, confirmed the strange sound and the handle could not be squeezed. Used another device and tried to fire, but all devices could not be fired completely. Finally converted to the open surgery. No further patient injury reported.